Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. All available photographs were reviewed. Based on the photo evidence provided, complaint is confirmed. The broken threaded end snap off the rest of the piece. Threaded end of adaptor was left inside the stem depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the slap hammer adaptator has broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a surgical delay while trying to locate all the pieces of the head. The ceramic liner was severely worn and chipped away by the failed implant. The thread of the extraction instrument was introduced into the stem, and then hammer strikes on the instrument caused the threaded end to snap off, and be left inside the stem. Affected side was the right hip.